Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to patient's blood glucose (bg) level rose to 600 mg/dl while wearing the pod on the infusion site leg between 24 and 36 hours. Also, two bolus shots were given but no change. The reason for high bg was leaking of the insulin from the pod. Also, the pod was dislodged when on the way to the hospital. The patient had symptoms of dysphasia, dyskinesia, loss of consciousness and malaise. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). As treatment, the patient received true insulin shot. The patient was discharged on the (B)(6) 2026.